Event description:
It was reported that blood pressure measurement became low during use. There were no patient complications.

Event description:
Procedure: roux-en-y. According to the report: during use, the active blade was broken; however, the piece was retrieved. There was no bleeding, no tissue damage, and no operating room time extension greater than 30 minutes.

Manufacturer narrative:
Device initially evaluated in a foreign country. Customer report was not confirmed. Thermistor were continuous. Vigilance ii error message = catheter memory, use bolus mode. No visible inconsistencies were observed on eeprom data. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 mins. No visible damage to catheter body. Catheter was returned for further evaluation on october 10/07/2009. Customer report was not confirmed. No visible inconsistencies were observed on eeprom data. Thermistor and thermal filament circuit were continuous. There were no error message observed on vigilance I and ii monitors. Pressure monitoring device not returned. White crystal like material was found on the eeprom connector. Note: possible causes for catheter memory, use bolus mode error per vig ii operator's manual are: poor catheter thermal filament connection. Cco cable malfunction. Cather cco error. Patient cco cable is connected to cable test ports.